Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error notification. Customer¿s blood glucose level was unknown. Customer mentioned received no reservoir alarm. Customer stated that the insulin pump error notification tried to clear the alarm by restarting the device. Customer was unable to clear the alarm. Customer was not comfortable for troubleshooting. The insulin pump will not be returned for analysis.